Manufacturer narrative:
Product ID 3389-40, lot# j0319977v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); explanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 7426, serial# (B)(4), implanted: 2006 (B)(6); product type implantable neurostimulator product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3389-40, lot# j0219941v, implanted: 2002 (B)(6); product type lead product ID 3389-40, lot# j0319977v, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there were high impedances. It was noted that the extension wires looked uncoiled and the high impedance was found. The action required as a result of the event was reprogramming and replacement. Diagnostic testing and troubleshooting included impedance testing, x-rays and reprogramming. The issue was not resolved and the cause was unknown. The extension was replaced on (B)(6) 2014. Impedance value of 18424 was found. Pre-operative impedances were greater than 2,000 on 2/c, 0/1, 0/2, 0/3, 1/2, 1/3, ad 2/3. Extension was replaced, 2/c was 12767, 0/2 was 13598, ½ was 14411, and 2/3 was 12613. The lead tested independently showed 0/2 was 1824, ½ was 19808, 2/3 was 18005. There was a break/fracture and everything was associated with contact 2, out of range impedance. Patient was alive with no injury. Patient symptoms were unknown. Additional information received reported patient was receiving effective therapy.